Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from clinical study, healthcare provider via manufacturer representative regarding a patient. An assessment for product/therapy/procedure relatedness was made by the investigator. This ae related to a study procedure was possible. There was procedure relationship. The ae was not related to the infuse. The ae was not related to devices/components other than infuse. The ae was not related to an underlying condition or disease. The amount of bleeding during the procedure was a little high, but was not related to infuse. An assessment for product/therapy/procedure relatedness was made by the sponsor - different from investigator. This ae related to a study procedure: causal relationship ae term: blood loss occurred during surgery blood loss occurred during surgery, so blood transfusion was performed. There are no additional records in the emr. The ae result in treatment. Blood transfusion was done as a result of ae. The patient outcome was recovered. The ae end: on (B)(6) 2024, seriousness criterion: medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function: yes, the date the site became aware of the sae: on (B)(6) 2024, additional information was received that implant levels involved in the procedure were l3-l4. Patient experienced t wave inversion on (B)(6) 2024. Cage migration on (B)(6) 2024. Cage reposition was performed, no hospitalization.